Manufacturer narrative:
This report is submitted on june 05 2020.

Event description:
Per the clinic, the patient experienced a skin flap infection and subsequently was treated with anti-inflammatory ointment (date and duration not reported) however, the issue did not resolve. Explant and reimplantation in the contralateral ear is planned but has not taken place at the time of this report (B)(6) 2020.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 22, 2024.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020, the patient was re-implanted on the contralateral side. This report is submitted on (B)(6) 2020.